Event description:
A report was received that a trial patient was experiencing severe headaches whether the stimulation was on or off. The physician performed a blood patch due to a csf leak but this did not resolve the headaches. The physician chose to explant the leads and a second blood patch was performed. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.